Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2010 pt. Presented for surgery with l4-5 degenerative disc and l4-5 foraminal and lateral recess stenosis, low back pain, and left leg pain. Pt underwent procedure for left sided l4-5 complete facetectomy with decompression of the l4 and l5 nerve roots, l4-5 interbody fusion with non-medtronic peek device, local bone allograft, and bone morphogenetic protein, l4-s posterior instrumentation non-segmental with pedicle screw fixation, and right sided l4-5 posterior facet fusion. ¿once the disc space had been prepared and evacuated, a single sponge from a small infuse bone morphogenetic protein kit was placed in the anterior aspect of the disc space. This had local autologous bone graft packed within it. This was followed by local autologous bone graft and cancellous allograft chips. The other sponge from the small infuse kit was placed within the interbody spacer along with local and allograft bone.¿ on (B)(6) 2010 ¿he is doing very well.¿ ¿x-rays today show his screws and tlif graft are in place. It does look like he has had a little bit of settling of his interbody spacer. He does not have the same amount of restoration of disc height that he had immediately pre-op. Everything else looks good.¿ on (B)(6) 2010 ¿he has been doing well. He states he is about 80 percent better than he was pre-op. His leg pain is totally resolved.¿ on (B)(6) 2011 pt. ¿is back today about seven months out from l4-5 tlif. Overall he is doing very well. He takes occasional pain medication. He has no leg symptoms similar to the preoperative leg symptoms. Occasionally his back bothers him, a little bit. He is back to work. He is back to driving trucks and unloading them and not having difficulty with this.¿ ¿x-rays today show what looks like a healed interbody fusion across the l4-5 interspace. His disc space has collapsed somewhat. His screws do not look loose. He has lost some of his initial disc space distraction and lordosis. There does appear to be bone growth within the interbody spacer as visualized on the ap view.¿ on (B)(6) 2011 lumbar MRI shows ¿some moderate left foraminal encroachment¿ at l4-5, ¿possibly due to posterior ridging osteophyte or scarring in the neural foramen.¿ ¿disc degeneration changes are seen from l1-l4 with some lateral disc bulging at l2-3 and l3-4. Right lateral disc bulging at l4-5 does appear to cause some encroachment on the exiting l4 nerve root and possibly could be the etiology of the patient¿s symptoms.¿ on (B)(6) 2011 pt. Presents with chronic low back pain and bilateral lower extremity pain. ¿mrl of his lumbar spine: showed postsurgical changes at l4-l5 with an attempted interbody fusion and posterior hardware fixation. There is a moderate left foraminal encroachment at this level. Degenerative disc disease changes and facet changes throughout the lumbar spine. There is also lateral disc bulge at l4-l5 causing some encroachment of the exiting l4 nerve root on the right.¿ diagnoses: failed back surgery syndrome, lumbosacral radiculitis, left l4-l5, chronic pain syndrome/lumbago. On (B)(6) 2011 pt. Underwent procedure for left l4-l5 transforaminal epidural steroid injection. On (B)(6) 2011 - pt. Underwent procedure for left l4-l5 transforaminal epidural steroid injection. On (B)(6)2011 ¿he reports minimal relief with medications. Epidurals give him about 30% improvement; however, his pain is still 8 out-of-10 on a numerical rating scale and it is constant with flareups throughout the day.¿ diagnoses: failed back surgery syndrome, lumbosacral radiculitis, left l4-l5, chronic pain syndrome/lumbago, paraspinal muscle spasms. ¿we will proceed with spinal cord stimulator treatment since the patient has already failed physical therapy, chiropractic manipulations, medications, and injections.¿ on (B)(6) 2012 pt. Underwent procedure for left l4-l5 transforaminal epidural steroid injection. On (B)(6) 2012 pt. ¿returns today for follow up status post left transforaminal epidural steroid injections. He had excellent relief for 1 week and after that his pain has returned. The pain today is */10 nrs and it is constant and it still radiates to the left lower extremity. The patient was experiencing low back pain prior to the injection also. The patient has associated numbness or tingling down left leg.¿ on (B)(6) 2012 pt. Underwent procedure for left l4-l5 transforaminal epidural steroid injection. On (B)(6) 2012 pt. Underwent procedure for left l4-l5 transforaminal epidural steroid injection.